Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011; 0184 competitor implantable tachy lead implanted: (B)(6) 2006; 4469 competitor implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.